Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. It was reported that during follow-up there was a type ia endoleak. The physician stated the endoleak was posterior and the cause is unknown. The physician implanted a cuff and aptus endoanchors and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.